Manufacturer narrative:
Cloud data for the period of 11nov2025-13nov2025 was downloaded and reviewed. The cloud data showed two boluses delivered on the date of occurrence (12nov2025), one of 2.75 u and one of 2.3 u. These boluses were delivered approximately 4.5 hours apart and the cloud data showed a completed record for each bolus, indicating that neither bolus was terminated during delivery. Without user-initiated log files, it cannot be determined if other attempts to program and delivery boluses were made on the date of occurrence that did not successfully send or deliver. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1 cloud - operating system bp2a.250605.031.a3.s916usqs6eyj5. Cloud - hardware sm-s916u. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were administering a bolus using their omnipod 5 application on an iphone, but the application stopped the bolus before completing the entire programmed amount.